Event description:
The white teflon pad detached from the distal tip of the device. There was no serious injury reported.

Manufacturer narrative:
The visual examination of the returned device revealed a deep gouge in the area where a piece of the teflon pad detached. This condition suggests that the device made contact with a rigid object. Evidence supports the most likely cause for this event is mishandling/misuse.